Event description:
It was reported that during setup for a case, the scrub tech called rep into the room due to an issue with the anspach drill. The drill "waffle-iron" locking mechanism was described to have a black "grease-like" substance around about 3/4 of the locking collar, as well as a small pool of this substance on the bottom of the navio pfs tray. This pool was described to be the size of a quarter. The tray and other items on the sterile table were pulled from the sterile field due to contamination concerns. Drill was inspected, ran a drill test and additional issues were seen. Drill was making an irregular "grinding" noise, the drill only achieved 72,000 rpm and began to smoke immediately when the drill pedal was engaged. No patient involved.

Manufacturer narrative:
The device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A complaint history review found similar reports. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A relationship, if any, between the subject device and the reported event could not be determined. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors that could have contributed to the reported issue are if the drill had overheated from extended use or there was internal motor damage from wear.